Manufacturer narrative:
The MFR was unable to conduct an investigation as the pt remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specs. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing sustained power increases over a few days with high power and low flow. The system controller and power module pt cable were exchanged, but the same issue occurred. No increase in lactate dehydrogenase, pt feels fine, blood pressure stable and no other symptoms were noted. A data log file reviewed by the MFR confirmed the reported event of high power and low flow, which occurred due to the flow estimator exceeding the 25.5 lpm limit so the flow value rolled over to a low value. It was thought that something may have passed through the pump causing he power elevations, but could also be due to severe dehydration, although the pt's status was reported as normal. Approx 3 days later, the MFR received info indicating that the pump parameters are remaining stable and there have been no further power elevations.